Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump's motor had damaged. The customer¿s blood glucose level was 320 mg/dl. Customer stated that the drive support cap was normal. Customer stated that the self test was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.